Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation and patient death occurred. The lesion being treated was located in the non-calcified, non-tortuous left anterior descending (lad) artery. The lesion was not predilated. The physician measured the vessel at 3.5 mm using ivus. He then placed a 3.50x28 mm taxus express2 drug eluting stent, inflating to 16 atms. The physician "saw that the stent opened more than 3.5 mm and thinks that the device may have been a 4.0 mm or 4.5 mm, because it was too big. The artery blew out and was complicated by a tamponade. The patient died." Actions required included stenting the artery with a non-boston scientific stent and pericardiocentesis. The physician reported the cause of death as tamponade.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.